Event description:
It was reported that air was entering an unspecified quantity of exactamix vented high-volume inlets. Filter material seemed to be caught between the two plastic parts which resulted in air intake at the vent of the inlet. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d4 (model , expiration date, UDI). Additional information was added to d9, g4, h3, h6, h11. H11: two (02) actual devices were received for evaluation. Visual inspection of the actual samples observed filter material caught between the two plastic parts of the filter. The reported condition was verified. However, it seems to be normal and part of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.